Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Pain inside vagina [vulvovaginal pain]. Casing inside of me- vagina [foreign body in reproductive tract]. Tampon casing left inside, shredded, torn diagonally [device breakage]. Removed a super pearl compak tampon and it has left the casing inside of me. [Complication of device removal]. Case narrative: consumer reported via e-mail that the tampon left the casing inside of her. No serious injury reported.

Event description:
Pain inside vagina [vulvovaginal pain] casing inside of me- vagina [foreign body in reproductive tract] tampon casing left inside, shredded, torn diagonally [device breakage] removed a super pearl compak tampon and it has left the casing inside of me. [Complication of device removal] case narrative: consumer reported via e-mail that the tampon left the casing inside of her. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress